Manufacturer narrative:
The associated orthomatch implant impactor was not returned for evaluation. However picture was provided which confirmed the stated failure mode. The impactor body has fractured. The impactor was manufactured in 2017. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary.

Event description:
It was reported that the device broke while suing on patient's incision during a primary tkr case. It was only impacted once and broke. No broken pieces fell into the patient's wound. An s&n backup device was available to complete the procedure with no delay or patient injuries. The final outcome was normal.